Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the returned product was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a shoulder procedure the glenosphere was impacted and the plastic tip of the impactor broke in half. A different impactor was used to complete the procedure. No additional information available at this time.